Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No serial/lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an unknown pump has under-delivered fluorouracil. Per reporter, the patient had approximately half of their dose remaining, with only 3 hours left to run. It was indicated that the nurses retrieved the reporter and the variables were assessed. Per reporter, the cassette looks fine with no pinched tubing, the line looks fine with no occlusions present, and the patient's port was flushable. Reporter stated the history shows that the pump was started, and the next entry was the nurse stopping it. No patient harm/adverse event reported.